Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease and trapease inferior vena cava (ivc)filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter strut fracture. The filter remains implanted; thus, unavailable for analysis. The products were not returned for analysis and the sterile lot numbers have not been provided; therefore, no device analysis nor device history record review could be performed. The optease and trapease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease and trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter strut fracture. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal team, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter strut fracture. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately thirteen years post implantation. The patient reports fracture of support strut on the left side. CT abdominal image was received. A white outline of an inferior vena cava filter is noted in the middle of the image. There is a yellow arrow that is pointing to what may possible be a fractured strut.

Manufacturer narrative:
Clinical review of the additional information received indicates that only one unknown filter was implanted in the patient (reported under manufacturing report 1016427-2018-02229). The patient did not experience any adverse events under this complaint that meets the definition of a serious injury as per of the medical device regulation. Therefore, the events described do not meet the reporting requirements of a serious injury for this complaint. No subsequent reports will be forthcoming.